Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global catheter retraction problem. The following information was provided by the initial reporter: event occurred on= 13/06/2025. During a bleeding operation, when the cathlon was being put in place, a malfunction of the device was observed: the retraction system of the cathlon did not activate correctly. The cathlon remained in an unsecured position, preventing the estethesis from being completed. As the patient was difficult to perfuse, a new attempt had to be made with another cathlon. Consequences observed/managed: for the patient: increased discomfort, anxiety about the difficulty of perfusion. For the professionals: loss of time, stress linked to the technical difficulty and the need to react quickly. For the organisation of the department: increased patient care time, temporary disorganisation of care flow. Flow of care. Immediate action taken by the department: the faulty catheter was immediately removed and isolated for analysis. A new infusion was successfully performed by an experienced professional. The patient was reassured and monitored closely.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, the reported defect of needle retraction failure is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identify the root cause. We would be very interested in examining product that does not meet your expectations and our quality standards.

Event description:
No new information.